Event description:
It was reported that the patient's left stanmore knee will need to be revised. As reported: I have a patient with a stanmore knee prosthesis with the component tibial dropped I would like to take the tibia back I need the ancillary and implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Corrected data d1, g4 reported event: an event regarding an unclear issue involving a mets, distal femoral replacement, tibial component, was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets distal femoral replacement with smiles knee. The date of insertion was unknown. The surgeon reported the tibial component has dropped and would like to take the tibia back. I am not clear what the surgeon meant for ¿tibial component dropped and take the tibia back¿. However, the x-ray image (dated on 24 aug 2022) provided showed that the femoral component was aligned with the tibial component, no disengagement of the knee was observed. Both components were in place with good fixation. Therefore, the radiographic review cannot confirm the clinical report and reason for revision. More images and clinical information are needed to assist the radiographic review and to support the clinical report. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left stanmore knee will need to be revised. As reported : I have a patient with a stanmore knee prosthesis with the component tibial dropped I would like to take the tibia back I need the ancillary and implants. Update from x-ray review (16 feb 2023): "the implant in situ was for mets distal femoral replacement with smiles knee".